Event description:
It was observed that during the device evaluation the rigid video laparoscope had looseness at the light guide connector section and the universal cord connecting section. No patient involvement was reported.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: caused by a component failure of the connection point between the light guide connector and the universal cable. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.